Event description:
It was reported that this system with a right ventricular (rv) lead showed high, out of range shock impedances. The impedances have been increasing slowly since implant but there were within normal limit values recorded as well. After checking the lead and doing isometrics the physician believes that the impedances are related to physiologic changes in the patient. All other rv lead measurements are normal. The lead remains implanted. The patient is going to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead showed high, out of range shock impedances. The impedances have been increasing slowly since implant but there were within normal limit values recorded as well. After checking the lead and doing isometrics the physician believes that the impedances are related to physiologic changes in the patient. All other rv lead measurements are normal. The lead remains implanted. The patient is going to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.